Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient did not feel well and presented to the emergency department. A transmission revealed the right ventricular (rv) lead exhibited high thresholds and non-capture. As a result of the high thresholds, the implantable pulse generator (ipg) exhibited premature battery depletion. The rv lead was capped and replaced. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.